Event description:
It was reported that during an atrial fibrillation ablation procedure, an intellanav mifi open-irrigated catheter was selected for use. It was noted that the catheter leaked from the tubing connection port and a temperature error on the generator and pump displayed. The catheter was replaced and the same issue occured with another intellanav mifi open-irrigated catheter, the procedure was completed using a another of the same device. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon analysis the device didn't present any visual defected. Leakage test revealed the lumen pressure decay was measured three times and the unit passed the test without problems. The dimensional and continuity test were performed, and the device was found to be within specification. Therefore, the reported complain of catheter leak was not confirmed. Additional tests performed include flow test and dissection. The flow test revealed the device was completed obstructed. The device was dissected in the tip, and a foreign material was found in the irrigation channel. The additional tests confirmed the error message received during clinical observation.

Event description:
It was reported that during an atrial fibrillation ablation procedure, an intellanav mifi open-irrigated catheter was selected for use. It was noted that the catheter leaked from the tubing connection port and a temperature error on the generator and pump displayed. The catheter was replaced, and the same issue occurred with another intellanav mifi open-irrigated catheter, the procedure was completed using a another of the same device. No patient complications were reported.